Event description:
Health care professional reports 2 inch slit resulting in a blood leak noted in the blood pump segment of the arterial tubing 1 1/2 hours into the pt treatment. The pt complained of shortness of breath, chest pain and chills at this time. The treatment was stopped at this time. Hematocrit was found to be within normal limit. New disposables were used to continue the pt treatment, estimated blood loss of 200cc. The pt required no medical intervention and was fully recovered and returned home after dialysis treatment completed.